Event description:
See initial report.

Manufacturer narrative:
The device log file was analyzed for the reported date of event without finding any suspicious entries which are associated with the reported event. Due to the fact that no error log entry was found and that manual ventilation was still possible but automatic not the reported symptom could have been caused by a small leak at a valve within the ventilator lid or by a leak at the fresh gas decoupling valve. Based on the available information an exact root cause could not be determined, finally. The biomed who tested the unit after the event was not able to duplicate the issue. As a precautionary measure the ventilator lid was replaced. The subsequent performed tests were passed successfully and the device was returned for use. It is recommended to check the fresh gas decoupling valve in case the failure reoccurs. The fabius is equipped with an oxygen, volume and pressure monitoring. If set alarms limits are reached corresponding alarms e.g. "Minute volume low", "apnea pressure" are posted to inform the user about the situation. Furthermore the use of the device is only possible with appropriate external patient gas/ agent monitoring.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the tidal vol was not maintained during automatic ventilation at one point during use. Manual ventilation was possible but not auto ventilation, because volume dropped. No injury reported.